Manufacturer narrative:
Customer stated she was not able to identify the dressing lot number associated with this report. Lot # 2015-01 hn and 2016-07 nr and 2016-06 were lot numbers identified with this report. It is possible that an expired dressing (2015-01 hn) was applied to this site. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following information: site care: prepare the site according to institution protocol. Clipping of hair at site may improve dressing adhesion. Shaving is not recommended. The skin should be clean, dry and free of detergent residue. Allow all preps and protectants to dry completely before applying the dressing to prevent skin irritation and to ensure good adhesion....... Sitecare: the site should be observed daily for signs of infection or other complications.... Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm(tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised if the site is obscured or no longer visible if there is visible drainage outside the gel pad if the dressing appears to be saturated or overly swollen . .

Event description:
Customer reported pt. Was receiving chemotherapy through PICC line in arm. A 1658 tegaderm chg dressing covered the insertion site. Dressing had been in place less than 24 hours and several dressing changes had been completed. Customer alleged pt. Experienced excoriation and contact dermatitis under the dressing adhesive and chg gel pad. Catheter was removed in response to skin condition and a topical steroid was used for treatment. Cultures of catheter tip, insertion site and blood returned with negative growth. Customer reported skin reaction has healed.